Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings, battery out limit and button error from the insulin pump. The customer's blood glucose reading was 457 mg/dl. The customer treated with manual injections. The customer stated that the pump got stuck when she held the act button to fill tubing. The customer took the battery in and out and received battery out limit. The customer was unable to clear the alarm on the pump because of keypad issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.